Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that this left ventricular lead exhibited increased thresholds due to dislodgement. A revision procedure was performed; the lead was attempted to be repositioned without success. The decision was made to remove and replace the lead. The explanted lead was discarded. The procedure was successfully completed with normal measurements. No additional adverse patient effects reported.